Manufacturer narrative:
(B)(4). Additional narrative: per the customer, the device is available for evaluation by baxter. Attempts have been made to retrieve the sample and/or any additional information. Baxter will continue to attempt to contact the customer for this information. A follow-up report will be submitted upon completion of the evaluation and/or should any additional information become available.

Manufacturer narrative:
(B)(4). Additional narrative/information: per the customer, the device will not be returned to baxter for evaluation; therefore, the reported condition of "leaking" could not be confirmed. The root cause is unknown. Should the sample and/or any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Additional narrative: the lot number was not provided; therefore a batch review cannot be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
It was reported to corporate product surveillance (cps) via email that one (1) ce intermate sv 100 device was observed leaking at an unknown location during filling the device with sodium chloride. There is no patient involvement. No additional information is available.